Manufacturer narrative:
Alternate reporter phone number (cell): (B)(6). Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric patient experienced a blood loss during an overnight infusion of intralipids and total parenteral nutrition using a y-type catheter extension set. The caregiver reported the tubing was not cut or sliced, however, ¿appeared to have broken¿. The caregiver noted it was unknown how long the pump was not infusing as the event occurred overnight while the patient was sleeping. The amount of blood loss was unknown. The patient presented to the emergency room and required a blood transfusion. The patient was not hospitalized for the event. At the time of this report the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photo was performed. The reported event was not observed as the provided picture was not clear and showed blood visible on the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.